Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that at the end of 2020 a revision surgery was performed to remove the nail after a patient fall. Insufficient fixation of the fractured part was observed.